Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that arm 4 was repeatedly faulting out during setup. The user had attempted to resolve the issue by power cycling the system, but the fault persisted. The tse reviewed the system logs and identified repeated errors 23007 and 22028 for arm 4. The tse instructed the user to attempt manipulating the arm, which was possible but difficult. A hard power cycle of the patient cart was performed, but the fault reappeared upon power-up. There was no report of patient involvement or patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the patient side manipulator (psm) to correct the reported problem. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
Annex b - inv type desc 1 updated to b13 to indicate that troubleshooting was performed. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The patient side manipulator (psm) was analyzed and found in system logs, the 23007 error was found indicating failure to control the arm during a startup wiggle test, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system and functioned as expected. The system had 15 power cycles done to watch for errors, but none related to the reported event were found. The unit was installed onto a patient side cart fixture test platform (pftp) where the brake spec test failed. The complaint regarding arm 4 kept faulting was confirmed by failure analysis. The potential root cause is attributed to transient communication errors resulted from the I/o module located on psm.

Event description:
Refer to h11 for follow-up information.